Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2018-02280. It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 32 mm in length, concentric, de novo target lesion was located in the non-tortuous, mildly calcified and 3 mm in diameter left anterior descending artery. After a non-bsc guide wire crossed the lesion and pre-dilatation at 12 atmospheres with a non-bsc balloon catheter, a 3.00 x 32 synergy¿ stent was deployed in the target lesion at 14 atmospheres for 20 seconds. However, after post-dilatation with a quantum apex balloon catheter, fluoroscopy revealed dissection at the proximal site of the stent. The procedure was completed after using a 2.75 x 16 mm synergy¿ stent to cover the dissection. No further patient complications were reported and the patient's status was stable.